Manufacturer narrative:
E1 initial reporter city: (B)(6). Device evaluated by MFR: visual inspection revealed a damage on the guidewire exit port assembly and a kink was found in the imaging window near to guidewire exit port assembly. The telescope assembly was able to properly pull back, advance, and retract. A test guidewire was inserted and no indication of resistance in tracking the guidewire into of the catheter was noted.

Event description:
It was reported that removal difficulty occurred. An opticross hd was advanced for imaging. During withdrawal, while inside the patient, severe resistance was encountered removing the wire and the exit port got damaged. The procedure was completed with another of the same device with no patient injury. It was further reported that the 90% stenosed lesion was moderately tortuous and mildly calcified.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that removal difficulty occurred. An opticross hd was advanced for imaging. During withdrawal, while inside the patient, severe resistance was encountered removing the wire and the exit port got damaged. The procedure was completed with another of the same device with no patient injury.